Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine board was removed and returned. The customer's report was duplicated and the pace/defib engine board was scrapped. The customer was sent a replacement. Analysis for reports of this type has not identified an increase in trend.